Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was running off of battery power and would not switch to a/c power when plugged into the wall. The cardiosave remained drawing power from the batteries despite being plugged into the a/c wall power. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce failure. The fse discovered that the cart was not charging the batteries in hybrid mode. To fix the issue, the fse replaced the power reel assembly . The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was running off of battery power and would not switch to a/c power when plugged into the wall. The cardiosave remained drawing power from the batteries despite being plugged into the a/c wall power. There was no patient involvement and no adverse event was reported.